Event description:
It was reported that the stent moved on balloon and catheter removal difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 40x3.0mm, concentric, de-novo target lesion was located in the mid left anterior descending (lad) artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced through a non-bsc guide catheter and while crossing the lesion, a partial dislodgment of the stent from the balloon was noted. The physician attempted to retrieve the device into the guide catheter but the stent would not enter. Subsequently, the physician carefully and cautiously withdrew the stent and the guide catheter together; however, the devices got stuck in the sheath. The physician then used an unspecified surgical instrument to completely remove the devices. The procedure was completed with another of the same device. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length with overlapping and bunching of the stent struts predominantly at the proximal end. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the distal balloon profile. The proximal balloon folds and wings were however distorted out of their intended profile position. This type of distortion likely occurred while attempts were made to withdraw the device into the guide catheter. The device was returned within delivery guide catheter. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a break in the mid-shaft 60mm distal from the distal edge of the mid-shaft bond. The mid-shaft also had tensile and torsional damage adjacent to the mid-shaft bond; 0 to 11mm distal from distal edge of mid-shaft bond. The shaft lumen was also severely damaged with the most prominent damage occurring 42mm distal from the port bond skive location. At this point the outer lumen appears strained out of its longitudinal profile, while the inner lumen shaft at this point appears to have compression failure. The damage evident likely occurred during failed attempts to withdraw the device into the guide catheter. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the physician attempted to withdraw the device through the guide catheter. The direction for use states: ¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur¿. (B)(4).

Event description:
It was reported that the stent moved on balloon and catheter removal difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 40x3.0mm, concentric, de-novo target lesion was located in the mid left anterior descending (lad) artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced through a non-bsc guide catheter and while crossing the lesion, a partial dislodgment of the stent from the balloon was noted. The physician attempted to retrieve the device into the guide catheter but the stent would not enter. Subsequently, the physician carefully and cautiously withdrew the stent and the guide catheter together; however, the devices got stuck in the sheath. The physician then used an unspecified surgical instrument to completely remove the devices. The procedure was completed with another of the same device. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).